Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that their blood glucose level reached 548 mg/dl while wearing the pod longer than 48 hours. The patient stated that the skin was irritated at the insertion site. She visited her doctor due to the skin irritation and was diagnosed with a staph infection and prescribed amox-clav 875 mg/125 mg (antibiotic).

Manufacturer narrative:
The returned product was evaluated and no problem was found with the device.